Manufacturer narrative:
Patient demographic information has not yet been made available. Onsite analysis of the system by a representative was unable to confirm the initial complaint. There were no faults found with the system. The system was found to work as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the surgeon was navigating accurately and then suddenly he was inaccurate, even when navigating to previously accurate anatomy. At this point, the surgeon aborted navigation with the case. There was less than an hour delay and no impact on the patient's outcome.